Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor cannula was missing. Customer also indicated that they have received change sensor alarms. The customer indicated that the sensor glucose was unavailable but their blood glucose was 110 to 146 mg/dl. Troubleshooting advised customer to call back when they have a test plug so that a watertight test procedure can be performed.